Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. The physician noted there was a change in morphology of the electrocardiogram which led to the device oversensing. The physician performed reprogramming options such as adjusting the tachycardia detection zones and detection time. An echocardiogram was performed which showed a change in the right ventricle. There is a plan to explant this s-ICD and replace it with a non boston scientific device. This s-ICD system remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No additional adverse patient effects were reported.